Event description:
Essure coils placed on (B)(6) 2013. Continuous heavy bleeding lead to 3 emergency room visits with hemoglobin 5.9. Back pain and joint pain since having product placed. Burning sensation in generalized area of skin (no specific area). Stomach bloating immediately and constant stomach pain. Weight gain without diet change. Recent positive ana due to inflammation. Prior ana labwork negative. Adn no problems before having essure coils placed. Iron supplement since being anemic.